Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reported an unexpected postoperative refraction (1.5 diopters off target refraction). Lens was explanted in 2007. The surgeon feels the lens was incorrectly labeled. Additional information has been requested including the model and diopter of the replacement lens and the patient's current condition.